Event description:
The surgeon implanted an a2010v silicone three piece lens but the haptic tore while being inserted. The lens was cut into pieces to remove and there was no incision enlargement. There was no patient injury. The contact stated it was unknown as to why the haptic tore. An msi-tm injector and an aq cartridge fp were used but the contact was unable to recall the lot numbers.